Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The event history log (ehl) could not be retrieved because the screen was blank, and the pump was alarming constantly. This issue was occurring because the reprogramming from the base unit (bottom interconnect board) to the top unit (main board) that was initiated by the end user was incomplete. The end user must have download software v1.6.1 and failed to complete the upload process. A user interface issue was therefore established as the root cause of the product complaint. The investigator uploaded v1.6.1 to the base unit and rebooted the pump. This corrected the reported issue.

Event description:
It was reported that the medfusion pump was constantly beeping/alarming with a blank screen. No patient injury or complications were reported in relation to this event.